Manufacturer narrative:
Product was not received by MFR for eval at this time. Investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: this et tube was checked prior to intubation and the pilot balloon detached. No pt injury reported.